Event description:
It was reported that the insulin gauge was inaccurate. The customer alleged that the pump¿s bolus feature was not working appropriately; however, this could not be confirmed. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.